Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has spiked up to a value around 1400 ohms from a baseline 500 ohms three different times. It was questioned if the lead was fractured. The lead is still in use. No patient complications have been reported as a result of this event.